Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) interacted with the patient¿s heavily calcified, moderately tortuous, and 90% stenosed lesion during advancement, resulting in the reported difficult to advance. It is likely that the interaction between the sds and lesion impacted the integrity of the device, resulting in the reported material rupture and subsequent activation failure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous proximal left circumflex artery that is 90% stenosed. Ablations were performed a 2.25x18mm non-abbott balloon was used to pre-dilate the lesion. The 2.5x18mm xience skypoint stent delivery system was advanced; however, resistance was felt anatomy. When attempting to deploy the stent the balloon on the delivery system ruptured at 6 atmospheres. The stent was not deployed and was removed with the delivery system. A new 2.25x10mm non-abbott balloon was used to inflate the lesion a 2.25x18mm xience skypoint was implanted. A 2.5x10mm balloon was used to perform post-dilatation several times. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.